Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous stenting treatment procedure, a stent would not fit into the sheath. Lesion details are unknown. This 8.0 x 60 x 75cm express b-I ld stent device would not fit into an unknown bsc sheath. The procedure was continued with another express b-I ld stent as well as the same bsc sheath. No patient complications were reported and the patient's status is fine. However, returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis and visual examination found that the stent was crimped. The crimped stent was compressed at 12mm to 15mm distal to the proximal edge of the stent. As a result of the damage to the stent, it was not possible to try and test for insertion difficulties through a sheath as the profile of the damaged stent would cause a restriction. No issues were noted with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).